Event description:
It was reported by the rep that during the lap-gastric bypass procedure, instrument failure error #5. Opened second device and after 2nd firing this instrument failed with error #5. A third device was opened and case completed. There was no pt consequence.